Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found by emergency medical services (ems) in respiratory arrest, pulse not lost. It was found that the his bundle lead exhibited a high number of the sensing integrity counter (sic) oversensing episodes. The his bundle lead remains in use. It was also reported that atrial events appear to be falling in blanking/refractory at times possibly triggering device classified termination of atrial arrhythmia event in progress. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.